Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation noted that the suture, link, posterior needle tip, and both cuffs were not returned with the device; therefore, the scope of this investigation was limited. Inspection of the returned device revealed that the anterior cuff was detached from its needle tip during needle plunger retraction as evidenced by damaged anterior needle barb. Subsequently, a failure to retrieve the suture occurred which could appear very similar to the reported cuff miss. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Contributing factors for anterior cuff-to-needle tip detachment during the suture retrieval process included, but not limited to: manufacturing, challenging anatomical conditions, and incorrect deployment techniques. However, no manufacturing-related deficiencies could be identified as related components were not returned with the device for investigation. The suture bearing was inspected and there was no indication that the suture or link was dragged through it during the needle plunger retraction which could have contributed to the anterior cuff-to-needle tip detachment. Also, during lab testing, the plunger was reinserted and retracted successfully without any observable resistance. There were no challenging anatomical conditions reported which could have caused the anterior cuff to detach from its needle tip. Also, there was no needle strike mark observed at the posterior foot to suggest that the posterior needle might have been deflected due to interaction with human tissue and struck the posterior foot during needle deployment which could have caused the anterior cuff to become detached from its needle tip during the suture retrieval process. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the plunger was abruptly pulled out of the device after needle deployment which could have caused the anterior cuff to detach. Based on the reported information and the investigation findings, the probable cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality deficiency was detected. Review of the device history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. Every cuff is inspected and tested for proper assembly during manufacturing.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified left common femoral artery after an interventional procedure. Reportedly, the plunger was retrieved from the device body and a cuff miss occurred. Another proglide was successfully used to achieve hemostasis. The patient did not experience any adverse effect. It was indicated that the access site was not calcified. The physician is trained in the use of the proglide device. A 6fr sheath was used during the closure procedure. Though requested, no additional information was provided.